Event description:
Revision surgery due to subsidence of the stem amistem h. The event was detected 6 months post op.

Manufacturer narrative:
Document review: amistem h femoral stem size 4 std - ref. 01.18.134 / lot 111233 (60 stems produced). All parameters were found to be in accordance with the specifications valid at the time of mfg, included washing and sterilization cycles. Fifty three stems belonging to this lot have been already implanted and no incidents have been reported up to now. From the data collected, the cause of the subsidence is unk and we do not have evidences that the event is device related.